Event description:
Patient was here for a novasure endometrial ablation. The machine passed cavity evaluation and as the procedure was starting, machine shut down completely. After restarting again and going through set up, complete shut down occurred.